Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. They isolated the cause of the issue to the system pcb assembly but the device could not be repaired and no further root cause could be determined. The customer has received a replacement device and the original device will be archived.

Event description:
The customer contacted physio-control to report that their device was freezing during startup. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was freezing during startup. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.